Manufacturer narrative:
The reported events of no output and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. A visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that device was not providing pacing support and was unable to be interrogated during a follow-up. As a result, the patient experienced arrhythmia. The device was explanted and replaced to resolve the event and the patient was in stable condition.